Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2012, the patient had a posterior fusion due to a l1 false joint involving a pedic-scr matrix 5.5 polyaxial locking cap, six unknown screws, four unknown hooks, two rods and two transverses. Due to looseness of a screw and an unhooking, the operation was redone and every posterior fusion was removed on (B)(6) 2013. The doctor tried to use a release device for three screws made with low temperature welding. He had to try repeatedly before the screws were removed. The operation was successful. No additional information is available. This report is for an unknown matrix hook. This is report 3 of 3 for complaint (B)(4).